Event description:
A report was received that a patient was having difficulty charging. The patient's physician performed a pocket revision, as the ipg was too deep in the pocket. The patient was able to charge and is reportedly doing well.

Manufacturer narrative:
This is the final report.